Manufacturer narrative:
D4 - lot # is unknown, h6: codes were updated. The suspected device was not returned for evaluation. A good faith effort was conducted to retrieve the device from the customer. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. Lot number was unknown and the device history review could not be performed.

Manufacturer narrative:
D4, h4: the alleged lot number "6158228" does not match any known manufacturing records. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter seemed dull, was difficult to thread due to friction and skin drag as the device advanced, and that a valve failure occurred resulting in bleeding from cannula. No symptoms were reported.